Event description:
It was reported that, when a 980 ventilator was powered on it failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation valve flow sensor and performed calibrations and extended self-testing on the device and all tests passed

Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found that the evq was returned without the evq seal, evm seal (diaphragm) or filter. The returned component was installed into a test ventilator for analysis and functionality testing was performed. No errors were found in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found.if information is provided in the future, a supplemental report will be issued.